Event description:
The complainant reported that the clinicians were performing an endoscopic dilatation of an esophageal anastomotic stricture in a 47 year old female patient (weight unknown) using the alliance ii integrated inflation system. During this procedure, the cre balloon (catalog number 5848) was inflated in the patient's esophagus to 3 atm and then deflated. The balloon was re-inflated to 4.5 atm and again the balloon was deflated. When the balloon was re-inflated to the maximum pressure of 8 atm, the pressure then dropped immediately, which indicated that there was a leak in the balloon. The device was then removed from the patient and inspected. The inspection revealed that the balloon had a hole and water was leaking. The physician then obtained another balloon and successfully completed the patient procedure. There was no indication from the complainant of any adverse affect to the patient as a result of the reported problem. Please reference medwatch report number 300509803-2008-3124 which documents the cre balloon dilatation catheter that was also involved in this event.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation as it was discarded subsequent to use; therefore, a failure analysis is not available. The lot number for this device was not provided; consequently a device history search could not be performed and we are unable to determine if the device met specification. A ship history report was completed to determine the three lot numbers for this device shipped six weeks prior to the event date of 2006. The three lot numbers identified were 2018799, 2018800 and 201880. There were no deviations recorded for the batch lot numbers identified per the ship history report. The lot number of the alliance ii integrated inflation system is not known; therefore, the device manufacture date and expiration date cannot be determined. We are unable to determine the relationship between the device and the cause for this event. Please reference medwatch report number 300509803-2008-3124 which documents the cre balloon dilatation catheter that was also involved in this event. Other: device discarded after use by facility.